Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was seen under fluoroscopy to have the conductor coil exposed. However, all measurements including thresholds, impedances, and sensing are the same as they were during the implant procedure, so no revision was performed. This rv lead remains in service and the patient will be monitored. No adverse patient effects were reported.